Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
Customer reported excessive no delivery alarms on her insulin pump. She stated that since (B)(6) 2014, she has been receiving no delivery alarms. Customer's blood glucose level is 243 mg/dl. The alarm is occurring during bolus and basal deliveries. Customer normally runs high, but she noticed a difference today. Customer does proper site and body rotation. She wants to device replaced. Customer was advised that replacing the device may not resolve the issue. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.